Event description:
It was reported that the ventilator cycled for approx. 24 hours then start making a loud popping sound and activated the upper pressure limit alarm. There was no patient injuries. Front panel settings, at the time of the reported incident are unknown.